Event description:
It was reported that, during a revision surgery to implant a new reservoir for this inflatable penile prosthesis, it was noted that the cylinders were not operating as intended and were exhibiting fluid loss from an unknown location. The device was explanted and replaced. No patient complications were reported.